Event description:
It was reported that the ventilator had an leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an leakage. The ventilator was investigated by our field service engineer on-site and the o2 sensor was noticed being incorrectly connected. The sensor was correctly connected which solved the issue. No parts was replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).